Event description:
It was reported that, during an inflatable penile prosthesis original surgery, the medical staff noted that a hair was present in the reservoir that was planned to be implanted; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was microscopically inspected, and leak tested. Microscopic examination identified a hair inside the reservoir; therefore, the reported clinical observation could be confirmed. No leaks were identified in the component.

Event description:
It was reported that, during an inflatable penile prosthesis original surgery, the medical staff noted that a hair was present in the reservoir that was planned to be implanted; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.